Event description:
Patient reported the display on the meter is defective. Patient stated there are 3 black stripes; 2 stripes are thin and one is thick. Patient reported the measured values are normally visible. Display check confirms the lines are visible. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).